Manufacturer narrative:
Date of event is estimated. An event of a pocket revision was reported to abbott. The ipg was replaced and relocated. Effective coverage was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention during which the ipg explanted, replaced and relocated to address the issue.